Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-03038. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the instruments were returned to kitting fractured in old cases and trays. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of the returned device. The device shows signs of repeated use (nicked or gouged), the dovetail feature is compressed, and product is cracked. DHR was reviewed and no discrepancies were found. It was identified the device was manufactured prior to design improvements. Investigation results concluded that the reported event was due to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.